Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 19mm epic supra valve was implanted in the patient. On (B)(6) 2025, the patient came back with symptoms of shortness of breath, chest pain and palpitations. An echocardiogram (echo) was conducted and found degenerative aortic stenosis (as) with pressure gradient (pg) 87/55mmhg. On (B)(6) 2025, a redo aortic valve replacement (avr) was conducted and a new 21mm sjm regent heart valve was implanted. The patient was reported hospitalized.

Manufacturer narrative:
An event of structural valve deterioration and device stenosis was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported structural valve deterioration and device stenosis could not be conclusively determined. Aortic valve stenosis could not be determined. The reported patient effects dyspnea, angina, and arrhythmia are related to device stenosis and structural valve deterioration. The hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with regards to manufacture, design, or labeling.

Event description:
N/a